Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the corrosion of adhesive on the bending section cover or distal sheath (a-rubber) and the corroded adhesive around the objective and light guide (lg) lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited corroded adhesive on the objective lens, around the bending section rubber and around the light guide lens. The acoustic lens was missing. There was no patient involvement.